Manufacturer narrative:
The event is currently under investigation.

Event description:
A male patient with an infrarenal aaa plus right cia aneurysm and cardiac failure underwent evaar + ibd procedure on (B)(6) 2014. Following technical completion and deployment of the zenith flex main body according to instructions for use, the zenith iliac leg graft with spiral z-technology was introduced co-axially through the main body sheath and was observed to display profuse arterial blood loss at the level of the haemostatic valve assembly. The physician was then advised to check all connections and close the haemostatic valve rotation. He was unsuccessful in resolving the blood loss. Blood appeared to be leaking from the valve moulding the transition point close to the flexor sheath. The iliac leg graft was then rapidly deployed whilst a coda occlusion balloon was being prepared for rapid exchange. Exchange was completed rapidly. Estimated external blood loss was calculated as ~ 200 mls. The patients arterial blood systemic blood pressure dropped to 40/20 mmhg and peri-arrest state ensued. Anaesthetic management was undertaken, including IV volume expansion/adrenaline and vasopressor infusion. Repeat arterial angiography was then completed to exclude extravasation or rupture - no indication was observed and the aaa was found to have been excluded by the zenith device components with no significant endoleak noted. Patient was stabilized and percutaneous suture medicated closure was completed with haemostasis achieved to satisfaction of the vascular physician. Transfer of care to ICU.